Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that there was a defective keypad issue. It was noted that there was a ¿battery light indicator faulty¿ issue. It was reported that the issue was noted before patient use.